Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No frozen screen was noted. Unable to perform any tests due to unresponsive buttons. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer mentioned the device had alarmed no delivery alarm. Customer's blood glucose was 217 mg/dl. Device had a frozen display, time was not advancing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.